Manufacturer narrative:
An event of the valve migrating after implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Na.

Event description:
It was reported that on (B)(6) 2022, a 25mm portico valve was chosen for procedure. During procedure, during the valves final release, one of the tabs was "retained" at the delivery system. Multiple manipulations were required to transverse the aortic arch and reach the annulus (increased tension in the ds due to the manipulations). During systole, the valve "popped up" into the ascending aorta and the valve remained positioned in a higher than the intended position, therefore a second valve was implanted (25mm portico). In the physicians opinion the amount of calcium at the sinus of valsalva (sov) was associated to this event. The user reported having difficulty performing a valvuloplasty with a 20 mm sizing balloon, its angle reported to be 61." The patient remained stable throughout the procedure and the patient has been discharged.